Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned . No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having difficulties with the insulin pump. The customer stated that they could not complete the rewind process. Assistance was provided and the customer was advised that the device would not allow the rewind while bolus delivery is in progress. The customer's blood glucose was 111 mg/dl. The customer agreed to suspend and resume the insulin pump and they were able to initiate a rewind as expected. The customer stated that they would change the infusion set and deliver the remaining insulin. The customer was advised to be cautious, because they stated that they were going to exercise. Nothing further was reported.